Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station cubie drawer had failed and had not been detected on the bus. The field service engineer (fse) had removed and reseated the row board cable and retractor band, but the issue had persisted. And the fse found that the issue was with a paperclip contacted with the cubie and cubie tray board. The fse was removed debris from drawer. The system functioned as intended after the field service troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es failed cubie. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.